Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected the facility location. Corrected device conclusion code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data revealed a data recording problem. The device had a parity error on (B)(4), 2009 that would account for the question marks seen in the counter fields. On (B)(4), 2007, the device recorded a write to locked ram. These two events are not likely related. Performance data diagnostic information is consistent with the reported event.

Event description:
It was reported that data on percentage paced and event counters on quick look report are displayed as questions marks "??". The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that data on percentage paced and event counters on quick look report are displayed as questions marks "??". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data revealed a data recording problem. The device had a parity error on (B)(6) 2009 that would account for the question marks seen in the counter fields. On (B)(6) 2007, the device recorded a write to locked ram. These two events are not likely related.